Event description:
Consumer reported complaint for error message (e-2). During review of the meter memory, a result of hi was reported by the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. A blood test was performed by the customer and produced test result of 546mg/dl using true metrix meter; customer did not disclose if it was fasting or non-fasting. Customer declined to provide any further information. Meter serial number and test strip lot number were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer could not contact customer to ensure the customer¿s initial concern was resolved- as customer refused to be contacted or to provide any information.